Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 470 mg/dl at the time of the incident and was treated with a bolus. The customer reported that they do not feel okay for troubleshooting. The customer stated that the insulin pump no longer received blood glucose readings from the meter. The customer was able to successfully connect meter to the insulin pump. The customer stated that the blood glucose meter was no longing sending blood glucose to insulin pump and the transmitter seemed to be not working. The customer stated that they recently had an incident that the insulin pump went out of battery. The insulin pump will not be returned for analysis.